Event description:
It was reported that the size of the implantable neurostimulator pocket has doubled in size following an injection at the neurostimulator location. Previously, the pt was unable to see the neurostimulator implant, but a black spot, that looked like a mole developed on the stimulator site. Moles broke out on the pt's body. A dermatologist said the moles were a staph infection. The pt underwent a CT scan by an infectious disease physician to attempt locating the source of the infection. It was reported that the pt had experienced controlled pain but had stopped feeling stimulation the last time she charged her neurostimulator - about 3-4 weeks prior to this report. At the time of this report, the pt experienced leg pain and was concerned that the implantable neurostimulator was flipped. The pt was concerned that the battery may have leaked from the needle the nurse used to give the injection at the neurostimulator site. At the time of this report, the stimulator was turned off. Additional info has been requested from the hcp, but was not available as of the date of this report.